Manufacturer narrative:
(B)(4). The reported event was confirmed through an onsite visit by an fse. The functionality and accuracy of the rosa unit was verified by a field service engineer (fse). The fse observed an excessive force error upon case launch and a bent force sensor cable. The force sensor cable was replaced. The unit then functioned as intended. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the cut block started spinning out of nowhere in the middle of case, rotating when foot was on pedal to disengage. No patient harm or injury. No further information available at this time.